Manufacturer narrative:
On (B)(4) 2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse assisted the customer via phone in replacing the probe and checking alignments and functionality of the repair successfully. The customer tested with controls and patient samples, repair intact. The ala-360 analyzer is functioning as intended with no issues. No further action required by field service. The most probable cause of the reported event was due to a bent/broken probe. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported broken sample probe on the aia-360 analyzer. The technical support specialist provided the customer with the part number to replace probe. The customer is unable to run ckmb, myo and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb, myo and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.